Manufacturer narrative:
Lot 16m004 was manufactured november 7, 2016 ¿ november 8, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph appears to show evidence of leak at the connection of the blue winged luer cap. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. The leak was observed at the blue plastic stopper at the end of the infusion tube. The event was further described as ¿the blue plastic stopper was positioned correct; it was not loose and it was placed straight down the tube not at an angle¿. The device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.